Manufacturer narrative:
The complaint device will not be returned to the manufacturer. The complaint investigation is ongoing, and a follow-up will be submitted once the investigation is complete.

Event description:
It was reported by the sales representative that during a procedure, the service tech switched the co2 tank. The facility alleges that the patient bled and coded after the tank was switched. The or director stated that the surgeon may have cut the artery to the gall bladder prior to the changing of the co2 tank, and the loss of pressure caused the patient's bleeding.